Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said therapy is not working; maybe it was 10%. Prior to today's call, the patient spoke with the healthcare provider's (hcp) office who instructed them to call the manufacturing company. The patient had access to their patient programmer (pp) at the time of the call and synched to their implantable neurostimulator (ins) which showed stimulation was off so it was turned on. When asked, the patient was not aware that stimulation was off; it was reviewed that activities, electromagnetic interference (emi), security gates, and/or theft detectors could be related to the issue. It was reviewed that therapy needs to be on for it to be effective. It is unknown at this time if the patient was able to feel stimulation because they weren't asked. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. It was also reviewed to consider completing a voiding diary to track progression/therapeutic response. It was lastly reviewed to consider monitoring symptoms now that therapy has been turned back on, and if they don't see improvement, they should increase setting and track results. No further patient complications have been reported as a result of this event.